Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited both atrial and ventricular loss of capture with ventricular undersensing and atrial oversensing. Patient was symptomatic and went to the emergency room for evaluation. The physician elected to explant the device and leads.